Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 2.5mmx12-14mm target lesion was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilatation with a 2.0mmx20mm maverick balloon catheter, a 2.50x16mm promus element plus drug-eluting stent was advanced but failed to deploy and was damaged. The device was removed and pre-dilatation was performed with a 2.75x12mm balloon at 18 atmospheres. The procedure was completed with a 2.50mmx13mm non-bsc stent. There were no complications nor injuries reported and the patient status was stable.